Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the delivery issue was patient condition related due to tortuous vascular patient anatomy.

Event description:
The user facility reported a 89-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Not possible to implant the pump due to tortuous vascular anatomy, plan to try it again via right axillar next time.